Event description:
It was reported during use the bd vacutainer® sst¿ ii advance plus blood collection tubes had poor separator movement and clogged/blocked instrumentation probe. The following information was provided by the initial reporter: pre-analytical technicians states "the gel does not sediment completely (it remains on the surface or 3/4 of the serum) and allows the globules to pass through."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to poor barrier as all samples met specifications. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, poor barrier separation because the defect was not evident in the testing of the customer lot samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® sst¿ ii advance plus blood collection tubes had poor separator movement and clogged/blocked instrumentation probe. The following information was provided by the initial reporter: pre-analytical technicians states "the gel does not sediment completely (it remains on the surface or 3/4 of the serum) and allows the globules to pass through."